Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient underwent a system explant.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reports: 3006705815-2020-31667, 1627487-2020-31939. It was reported that the patient had stopped using their scs ipg system for an unknown reason and wanted the system removed. Surgical intervention is anticipated in order to resolve this issue.